Event description:
Premicath placed without problems on (B)(6) with yellow cannula.disinfected with octinisept. Administration of standard IV medication and 40% glucose.user employs syringe size smaller than 10 ml, as administration with 10 ml is not possible due to the low dosages. Administration is performed with great care.premicath removed after end of therapy on (B)(6).- initially without problems up to halfway- from halfway onwards, the catheter could not be pulled any further- after 2 hours, another attempt was made - then the catheter snapped off without any force being applied- surgical removal of the premicath necessary- the premicath could be removed from the vein without any problems and without pulling. No visible thrombosis or other venous changes that would explain why the catheter could not be pulled out.

Manufacturer narrative:
Upon receipt of the sample an investigations will be completed. A follow up MDR will be submitted with these results.

Event description:
Premicath placed without problems on (B)(6) with yellow cannula. Disinfected with octinisept. Administration of standard IV medication and 40% glucose. User employs syringe size smaller than 10 ml, as administration with 10 ml is not possible due to the low dosages. Administration is performed with great care. Premicath removed after end of therapy on (B)(6)- initially without problems up to halfway- from halfway onwards, the catheter could not be pulled any further- after 2 hours, another attempt was made - then the catheter snapped off without any force being applied- surgical removal of the premicath necessary the premicath could be removed from the vein without any problems and without pulling. No visible thrombosis or other venous changes that would explain why the catheter could not be pulled out.

Manufacturer narrative:
We received the catheter with an IV cannula and a red end stopper at the ll-hub as faulty sample. Several adhesive patches were attached to the cannula and catheter, and the catheter tube was snapped distal to the 12 cm marking. Microscopic analysis of the fracture surface revealed an uneven surface. In order to see more details, the catheter tube was cleaned with a damp paper towel to remove any solution residue and similar substances. Afterwards, an offset and a rough surface structure were clearly visible, indicating a fracture due to excessive tensile forces. In general, there are various events that can lead to a snapped catheter: 1. Tensile force. This can be caused by: dressing changes - in some cases, the catheter may stick to the dressing and additional pulling is required to remove it, which puts stress on the catheter tube. For babies, routine care (when lifting the baby to change the bedding) and the baby's own movements can lead to a tensile fracture. During removal of the catheter at the end of therapy. 2. Mechanical damage caused by a sharp instrument (e.g. Scissors, serrated tweezers or scalpel) when changing the dressing. 3. Alcohol-based disinfectants - the instructions for use contain warnings regarding this matter. "Avoid any contact of the catheter tubing to alcohol, acetone or organic solvent-based disinfectants, or dressing sprays. This may irreversibly damage the catheter." The customer stated that the catheter snapped during removal. It appears that excessive tensile forces were applied to the catheter tubing, causing it to snap. The instructions for use state: "once the course of treatment has been completed or the catheter needs changing, the catheter must be removed carefully. Place a gauze swab lightly over the insertion site. Do not apply pressure. Maintain swab in place and withdraw the catheter slowly with sustained gentle traction." At the customer's request, the IV cannula was carefully removed from the catheter. The cannula used is not a product of vygon germany gmbh and was therefore not destroyed. The catheter could be inserted into the cannula without resistance. Having checked the batch history records; no deviations were found. The batch complied with its specification and was released. Each catheter is flow and leak-tested during production. The tensile force and dimensions of catheter and set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out. One batch was used for the assembly group of the catheter tube (involved code 6g35961013). The value of the tensile force of the catheter tube for batch 0131183 was min. 2.09 n and was therefore within its specification (min. 1.5 n). There are no further complaints for batch 120625gt, but two further complaints regarding a snapped catheter tube during removal on product code 1261.306 within the last three years. This query relates to all complaints that have come to our attention worldwide. No further corrective action was initiated by quality management as there is no hint of a manufacturing fault.